Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device can't defibrillate. No patient involvement or negative patient impact was reported.